Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 13.8-14.4cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 36.3-37.1cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location.

Event description:
It was reported that the system was explanted due to atrial lead noise and noise on the rv-svc egm channel configuration. The patient was asymptomatic. The leads were removed via laser and after lead was extracted externalized cables were observed and it was believed to be due to the extraction process. The patient condition was good following the event.